Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error. The customer¿s blood glucose level was unknown. Customer also reported chip on the battery closure. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with all operating currents within specification. No unexpected low battery alarm anomalies noted. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).